Event description:
It was reported that a patient had a communication/telemetry issue which involved difficulty interrogating the implantable neurostimulator (ins). A power on reset (por) condition was reported. It was unknown which error code accompanied the por. It was stated that the product issue was neither resolved, nor was the cause of the issue determined. The patient required hospitalization and medication to control the symptoms of parkinson¿s disease when the por occurred. The reported patient symptoms were <(><<)> 50% therapy relief for parkinson¿s symptoms. It was stated that an explant surgery was planned for (B)(6) 2013. It was reported that the device would be returned to the manufacturer. Additional information was received a replacement surgery was scheduled for tomorrow. It was stated that the patient was ¿not doing fine.¿ it was reported that on the clinician programmer (8840) the por error message ¿some days ago¿ was confirmed to be por (23). It was reported that initially telemetry on the clinician programmer was not possible, and that telemetry would start but would always return to the home screen. It was reported that a physician mode restart was performed and that the ins had been working, but that yesterday the patient programmer displayed por (23) again. It was stated that when the patient came into the clinic, several troubleshooting attempts were made using the patient programmer, the clinician programmer, and the recharger to address the error codes on each device. It was noted that ¿some months ago¿ the patient had an x-ray, a CT and a cardio ultrasound. It was stated that immediately following these tests the ins worked fine and that the telemetry problems were recent. It was stated that the patient and the patient¿s daughter have been compliant and were familiar with the system. It was stated that since patient compliance had been very consistent and the ins was working two days ago, the respondent thought over-discharge could be excluded as a cause. Additional information was received clarifying that when the por (23) code appeared, it was on the 8840 clinician programmer. It was stated that no additional codes were noted at the time. Additional information was received that during troubleshooting a 8870 bbi software card was used. Additional information was received that the ins was replaced since the por state could not be resolved and to address the impairment of movement due to the loss of stimulation. It was stated that no telemetry to the ins was possible. It was stated that no emi source could be identified as a direct root cause of the problem. It was reported that since the replacement of the patient¿s ins, the patient¿s therapy was working effectively. It was stated that the explanted device was in the process of being returned.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A followup report will be submitted when analysis is complete.

Manufacturer narrative:
Additional analysis noted that the hybrid integrated circuit had a mud cracking residue anomaly.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found a hybrid anomaly and the cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.